Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted "normally" on (B)(6) 2006. The physician provided the patient with post-operative care instructions, but the patient had intercourse before her four-week follow-up appointment, and her partner could reportedly feel the tape during intercourse. Later in the year, the patient had the obtryx mesh removed by another physician. The patient, who is over 18 years of age, is reportedly fine. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that post-procedure, the patient experienced pain, disability, impairment, disfigurement, and inability to engage in chosen and necessary activities.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.